Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer' blood glucose level was over 250 mg/dl there was no adverse impact to customer¿s blood glucose level. Ongoing troubleshooting with tandem technical support ultimately led to a pump replacement. Reportedly, the customer continued to use the pump for insulin therapy.